Event description:
It was reported that a patient underwent a gynecological procedure for stress urinary incontinence, stage iii cystocele, hypermobile urethra, and rectocele on (B)(6) 2009 and pelvic floor repair mesh and the ams mini-arc sling were implanted. The patient experienced persistent pelvic pain, stress urinary incontinence, incomplete empting of the bladder, and infection. On (B)(6) 2009, the patient underwent a surgical revision of the previously placed pelvic mesh products, at which time it was found that the miniarc sling and the anterior vaginal wall graft were displaced and bunched at the level of the urethrovesicals junction. At that time, the anterior wall graft was revised and a remeex adjustable sling was inserted. The patient continued to experience recurrent cystitis, voiding dysfunction and symptomatic vaginal prolapse. On (B)(6) 2009, she underwent further surgical repair including revision of the previously place pelvic mesh products. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient had mesh removal surgeries on (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with miniarc sling, perineorrhaphy and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.